Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[rust on syringe holder screws. Rust inside barrel clamp.]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[rust on syringe holder screws. Rust inside barrel clamp.]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
The information received by bd was further evaluated by those qualified to make a medical judgment and have reasonably concluded that the device did not cause or contribute to a death or serious injury. Furthermore, the reported malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur. Please disregard this report.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[rust on syringe holder screws. Rust inside barrel clamp.]. There was no reported patient involvement.